Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The results of the product evaluation testing found the device to fail the open state free flow test. Walkmed infusion performed failure investigation and identified a worn pressure plate to be the cause of the failure.

Event description:
The customer reported a suspicion of free flow of IV fluid with this device. Walkmed infusion's product evaluation confirmed the device is free flowing.